Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to the mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not been used since 2020. They were running a functional check and it heated fine to 42 but it was not cooling, chiller temperature (t4) was 5.8 degrees, giving them part number and price for a new mixing pump. Per tech support or biomed via phone on (B)(6) 2024, customer stated that the device needs a mixing pump and in the process of ordering it now. Once they replaced it, they would return the device back to service.

Event description:
It was reported that the biomed had the arctic sun device that was not been used since 2020. They were running a functional check and it heated fine to 42 but it was not cooling, chiller temperature (t4) was 5.8 degrees, giving them part number and price for a new mixing pump. Per tech support or biomed via phone on 17june2024, customer stated that the device needs a mixing pump and in the process of ordering it now. Once they replaced it, they would return the device back to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to the mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.